Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. Date of issue is an approximation. Upon sensor removal, the patient noticed that the skin was red and itchy. The area where the skin irritation occurred was treated with neosporin that was prescribed by the patient's doctor on (B)(6) 2017. It was indicated that the patient would experience the skin reactions when the sensor tape touches the skin and when they take the sensor off. No additional patient or event information is available.